Event description:
Correction: it was reported that episodes of non-sustained lead noise was observed on the egm's. Many episodes showed post-paced t-wave oversensing. Noise was reproducible in clinic. Lead revision revealed insulation and break. The lead was capped and replaced. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were noted. Non-sustained lead noise was also observed on the egm's and was reproducible in clinic. Lead revision revealed insulation and break. The lead was capped and replaced. The patient is stable.

Event description:
Correction:it was reported that episodes of non-sustained lead noise was observed on the egm's. Noise was reproducible in clinic. Lead revision revealed insulation and break. The lead was capped and replaced. The patient is stable.